Manufacturer narrative:
B3: updated date of event. H6: added code e0133 based on new information. Additional information: further in the support, on day 12 there was a stroke identified by symptoms. The team ordered computed tomography (CT) imaging to confirm and found there was a thrombotic occlusion in the cerebral artery, distal left m1. No intervention has been performed to date. The patient survived and remained on support.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ischemia, stroke, thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Asae/ major bleed: the cause of the oozing was most likely use issue related due to patient movement since the ooze was occurring during the transport of the patient.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via the axillary artery and graft for the 52 year old male patient admitted in with cardiogenic shock, cardiomyopathy, known coronary artery disease, and presenting in scai stage c shock. The patient was transferred from the community to the tertiary center by a medflight. The team at the tertiary center observed axillary site was bleeding in transport. The team observed the blood at the dressing and jp drain. The team was also told by the community hospital that there had previously been limb ischemia in the arm which was treated by thrombectomy, placement of the jp drain, and cutdown. Of note the patient was on the anticoagulation medication angiomax and heparin and no blood products were infused back to the patient for the access site ooze or thrombectomy. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.